Event description:
Philips received a complaint on an intellivue mmx patient monitor indicating that measurement deviations or errors during non-invasive blood pressure measurement. The same result is displayed when attempting to install a new pump. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1:(B)(6).